Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that customer experienced an elevated blood glucose (BG) level. Reportedly, the customer's continuous glucose monitor read "High"; however, a specific BG value was not provided. Customer gave a correction injection by pen or syringe, confirmed that pump history showed boluses were delivered. A system check was performed and it was confirmed that the pump was functioning as intended.